Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and loosening of the tibial tray at the cement to implant interface. Depuy cement was used. Films showed possible tibial loosening. During surgery surgeon found tibial component loose. Component removed and knee revised with mbt tray, sly and stem. Femur appeared well fixed and poly was exchanged for new construct. Doi: (B)(6) 2014. Dor: (B)(6) 2020; right knee.